Event description:
It was reported that the patient had vaginal sagging and bladder descent. The patient had operation went well, but was very painful and stress incontinence was resolved. On the other hand, a very deep pain in the hip and left buttock came back and it went down into the thigh to the knee. Patient leg had lost some strength and it did not lift like the other as if it was heavier. The patient also had a little bit of pain on the other hip, but a lot less pain. Also the patient bladder started acting up again and had frequent urinary emergencies and felt pressure in the vagina at least twice a day.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "excessive tension". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. This product is intended for use only by physicians trained in the surgical procedures and techniques required for the treatment of female stress urinary incontinence and the implantation of nonabsorbable meshes. The physician is advised to consult the medical literature regarding techniques, complications, and hazards associated with the intended procedures. Description: the align® to trans-obturator urethral support system (align® to urethral support system) is a suburethral sling device intended for the treatment of female stress urinary incontinence. The system consists of stainless steel trans-obturator introducers and a polypropylene mesh sling implant encased in a protective sheath with green guide tubes at each end of the sheath. Connectors are attached to the distal ends of the guide tubes, and are designed to attach to the tip portion of the introducer needles. The device is terminally sterilized by ethylene oxide. Indications for use the align® to urethral support system is indicated for the treatment of female stress urinary incontinence resulting from urethral hypermobility and/or intrinsic sphincter deficiency. Contraindications: the align® to urethral support system is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Warnings: the implant procedure and the instrumentation associated with the surgical placement of the align® to urethral support system carry an inherent risk of infection and bleeding, as do similar urological procedures. The use of surgical staples, clips, screws, or other non-suture attachment mechanisms not supplied with the align® to urethral support system can damage the implant. After use, the product and its packaging should be treated as a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Precautions: the usual precautions associated with urological procedures should be followed: based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of contaminated or infected wound sites, when the align® to urethral support system is used. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. The implant procedure requires diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra and any viscera, during introducer passage. Due to anatomical distortion that can be caused by pelvic organ prolapse, if the patient requires cystocele repair, it should be performed prior to the implantation of the sub-urethral sling. Proper placement of the sling implant at the mid-urethra requires that it lie flat with minimal or no tension under the urethra. The align® to urethral support system is intended as a single-use device. Do not re-sterilize any portion of the align® to urethral support system. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Patients should be advised that pregnancy following a sling implant procedure may negatively affect the success of the previous implant procedure and incontinence may recur. The safety and effectiveness of the align® to urethral support system implant procedure has not been established for the treatment of stress urinary incontinence in males and children under the age of 18. Cystoscopy can be considered at the physician¿s discretion. Check the integrity of the packaging before use. Do not use the align® to urethral support system if the packaging is opened or damaged. As for any implantable material, it is recommended to open the package at the time of implantation. Post-operatively the patient should be advised to refrain from heavy lifting, exercise (e.g. Cycling, jogging) and/or intercourse until the physician determines it is suitable for the patient to return to normal activities. Adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had vaginal sagging and bladder descent. The patient had operation went well, but was very painful and stress incontinence was resolved. On the other hand, a very deep pain in the hip and left buttock came back and it went down into the thigh to the knee. Patient leg had lost some strength and it did not lift like the other as if it was heavier. The patient also had a little bit of pain on the other hip, but a lot less pain. Also the patient bladder started acting up again and had frequent urinary emergencies and felt pressure in the vagina at least twice a day.